Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. During the procedure, the surgeon tried to insert the im rod into the valgus guide. However, he could not insert it to the guide and the screw mechanism was jammed. The surgery was completed with another valgus guide with no significant delay or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product pictures identified nicks and gouges indicative of repeated use. The tines were slightly bent and the nut component had been forced over the capture pin. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.